Event description:
After successful graft implant, the pt's blood pressure dropped and they expired on the operating table. The physician believes the pt's loss of pressure is not related to the graft implant, but is the probable result of a major mi.